Manufacturer narrative:
Sample ID (B)(4) was misread as (B)(4) by the instrument barcode reader. Upon finding the error, the customer reread the sample ID correctly as (B)(4).

Event description:
The customer reported that the beckman coulter, inc., lh750 misread sample ID (B)(4) as (B)(4) and the results were matched up to the wrong patient. Results had already been reported on patient ID (B)(4), so the incorrect results were not sent outside the laboratory. This is the only time that the customer was aware of an event where the label had been misread. The customer is using code 39 labels without checksums. When the same tube with the same label was run a second time, the scanner read the correct ID. There was no death, injury or change to patient treatment as a result of this event. Field service engineer (fse) replaced the barcode reader. The root cause for the misread is unknown, but may have been related to the checksum digit being disabled.